Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the basket wires were found to be twisted and coiled while inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation results; sidecar pushback.

Manufacturer narrative:
A visual examination of the returned device found that the guidewire lumen (sidecar) presented push-back. The basket was returned in the closed position. Functionally, the basket was able to be actuated, but it failed to fully extend because the basket was inverted and the basket wires were crossed. The basket was manually un-twisted and basket was found to be properly formed. Additionally, residue was present on the device. The condition of the returned incident device was consistent with the complaint that the basket would not open and the basket wires were twisted. Additionally, the evaluation found that the guidewire lumen (sidecar) presented pushback. During manufacturing, basket devices are 100% inspected for device integrity so the damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.